Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a manufacturer representative reported that the patient felt pain in their back at the lead site starting in (B)(6) 2015. The patient was indicated for non-malignant pain.

Event description:
It was reported that the patient¿s old implantable neurostimulator (ins) was replaced because of normal battery depletion. The lead was retained. About one month prior to removing the ins the patient had experienced weird stimulation. The stimulation would surge or they would randomly feel a bolt of energy. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3887-28, lot # j0015981v, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 7495-51, serial # (B)(4), product type extension. (B)(4).